Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was in the 500's. Elevated blood glucose levels were addressed by correction bolus via the pump and a supply change. Reportedly the customer is occasionally using cold insulin.